Event description:
Event description guidant received information that the patient with this pacemaker had episodes of non-capture. The patient was in the hospital to correct the issue. During the procedure, the patient developed cardiac tamponade (likely from a perforation), coded, and eventually expired.